Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the blower assembly, blower bellows, blower cap, blower chassis plate, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, muffler assembly, dual limb cup, and outlet side panel will need to be replaced due to dust and dirt contamination and the software was uploaded, which was not related to the malfunction/issue.